Event description:
In 2008: customer (engineer): during use of the contrast media pump, air embolisms happened repeatedly. Original equipment was used according to instruction and IFU (info for use). We noticed during single contrast medical examinations, isolated small and big intravasal air bubbles, which where injected through the contrast media injector into the vascular system of the patients. No patient injuries reported.

Manufacturer narrative:
Manufacturing investigation pending. Upon receipt of the investigation summary, a medwatch 3500 supplemental report will be submitted.